Manufacturer narrative:
The abutment was received but the evaluation is not complete.

Event description:
The doctor indicated that the zirconia abutment fractured while patient was eating a soft meal. It was also reported that patient did not suffer an injury or infection.

Manufacturer narrative:
(B)(4). Investigation results, the DHR and 3 shape show that the design was within specification. Based on the results and the visual analysis, no specific root cause can be determined. When the fracture of and encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole.